Event description:
It was reported following a percutaneous transluminal angioplasty (pta) for the superficial femoral artery (sfa), a 6f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture with a 5.0mm lumen diameter. The next day, the pt was discharged from the hospital. A day later, the pt experienced a fever and returned to the hospital for a follow-up visit. The puncture site was red and swollen. The pt was immediately admitted to the hospital due to possible infection. An ultrasound was performed and no pus was found at the puncture site. Specimen collection was taken from the puncture site in order to identify the micro-organism responsible for the infection. As of four days later, the micro-organism has not been identified yet. The pt was treated with antibiotics and remains in stable condition. Surgical removal of angio-seal is not under consideration for now. It was reported the physician changed gloves and disinfected the puncture site before angio-seal deployment. The pt's medical history includes: diabetes, hypertension, and peripheral vascular disease. Add'l info was not available.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that potential adverse reactions of conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.